Event description:
It was reported by the patient that 72r electrodes caused redness and itchy skin. The patient changed them every 2 days and did not rotate the position on the skin. The patient contacted their physician and were advised to stop treating until the skin is completely healed. The patient will conduct the time-test using 63b electrodes as advised and call back if any issues. No further information has been reported. The 72r electrodes has not been returned for evaluation.

Manufacturer narrative:
The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. Without a product return, no product evaluation can be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.